Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported observing a fluid leak after reporting to technical support that a heater bag not detected alarm was encountered. The patient was advised to discontinue use of the cycler and complete treatments with continuous ambulatory peritoneal dialysis until a replacement cycler was received. Follow up with the patient indicates that there was no complications as a result of the alleged event and the patient did not receive medical intervention. The cycler was replaced.

Manufacturer narrative:
The alleged event for symptom (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. The internal inspection of the cassette compartment showed that there were indications of dried fluid inside the compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. During the treatment setup, an (heater bag not detected) warning occurred. After replacing the hp1 filter, an (as-received) simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. Load cell verification passed. Mushroom head check passed. Tested positive for glucose. An internal inspection of the cycler found that there were indications of fluid in the hp filters of the pump pneumatics. And there was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.